Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device was not retracting. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the issue began approximately on (B)(6) 2011 at 07:30am, when a depth adjustment issue occurred on the subject device. The patient reported that on (B)(6) 2011 at 11:00am she became "sweaty" due to the product issue. The patient advised that no treatment was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that no misuse of the lancing device had occurred. Replacement products were sent to the patient. While it is unknown if the patient was able to continue testing, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.